Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3757633.

Event description:
It was reported that the patients ipg was unable to communicate with external deices and deemed inoperable. Patient was also not receiving effective therapy with the current location of the leads. Surgical intervention was undertaken on (B)(6) 2025, where the entire system was explanted and replaced.